Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient was having ¿accidents¿ and could not control their bowels. This was noted to be a sudden change in symptoms that had been happening for a month. The patient wanted to adjust their settings, but kept getting the splash screen on the patient programmer (pp). Troubleshooting included changing the batteries in the pp from heavy duty to alkaline, but the issue persisted. A new pp was sent to the patient. It was reported that the patient had not used their pp for about 2 years, and were nervous about not getting it to work right. Troubleshooting included talking the patient through how to use the pp. It was confirmed that the stimulation was turned off. They were able to turn it back on, increase and decrease stimulation, and set it at 1.6 volts. It was recommended that the patient work with their healthcare professional to resolve symptoms.